Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: returned product evaluation found the lens with scratches on the optic. The lens was returned in liquid. Work order search: one similar claim was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon loaded a cc4204a, +27.5 diopter, single piece implantable collamer lens but switched to a aq2015a three piece silicone lens due to broken capsule prior to implantation. The reporter stated that it was not an issue with the lens. There was no vitrectomy and no sutures required. An evaluation of the returned product found scratches on the optic.

Manufacturer narrative:
(B)(4)